Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the event was caused by dust and water droplets adhering to the electric contacts of the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. The customer noted that they were ready to send in their pcf-h190l scope for repair because they believed that the received error messages were a scope issue. However, when the connected the scope, they received e407 & e315 errors (video system center errors). The customer was not in front of the unit at the time of the call and requested to have tac call back later. Tac called the customer back and attempted trouble-shooting the device. They tried the first 190 scope and did not receive an error message. Then attempt a second known ¿bad¿ scope and received error message e2016 and white balance incomplete (event captured under complaint record (B)(4)). At this time, the bad scope is scheduled for return, but not the video processor. As noted in describe event or problem, additional details have been requested, but no information has been received at this time. Should additional information be provided prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
The customer reported that the evis exera iii video system center presented error codes e407 & e315. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.